Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap cholecystectomy procedure, an excessive amount of gas was leaking from the trocar. They completed the procedure with the same trocar. There was no pt consequence. Device was discarded.